Event description:
It was reported that the artificial urinary sphincter (aus) cuff and pump were explanted due to fluid loss. A new 5.0 cm cuff and pump were implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.